Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. Device failed during evaluation, no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab. A device history record review revealed no issues that could have caused or contributed to the reported issue. An internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional requirements but failed electrical testing due to earth leakage. The direct cause for the failure was determined to be a malfunctioning pump assy which was replaced to resolve the reported problem. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.